Event description:
Additional information received from the patient reported that the difficulty to recharge the ins issue was resolved with a replacement of the battery. The patient reported that recharging ¿alright now¿ but the pain hadn¿t been relief.the patient reported that the pain is as bad as it was before. The patient reported that they charge every 24-30 hours.

Manufacturer narrative:
Concomitant medical products: product ID 97745bp, serial# unknown. Product type accessory product ID 97745, serial# unknown, product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: unknown, product type: accessory. Product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was difficulty recharging the ins and there was a return of pain. The patient reported that controller had an error message indicated but could not discern the exact message but thought it could be ¿unable to continue or unable to charge¿. The patient reported that they had problem while charging the ins and the rep instructed that the batteries be changed but they thought the batteries pack was broken, so the battery pack was taken out and thrown away. The patient reported that the pain has gradually returned because they have been unable to charge the ins and now, they can hardly walk again.